Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience nasal and throat irritation/soreness. The patient did not report receiving any medical intervention. In the initial report, section b5 was incorrect, the correct b5 should be - the patient has alleged nasal and throat irritation/soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device were completed by the manufacturer and found evidence of no contamination. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section b1,b2,d9,,g3,h1,h6 has been updated/corrected.

Manufacturer narrative:
Additional information was received on nov 14, 2024, and section h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging CPAP device's sound abatement foam became degraded and caused the patient to experience nasal and throat irritation/soreness. The patient did not report receiving any medical intervention. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to adverse event and product problem (product problem was checked in the previous MDR). Section b2 was changed to other serious (previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6 health effect - impact code was corrected.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience nasal and throat irritation/soreness. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.